Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. No further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an increased pain on her lower back and was having muscle spasms in her low back left side. It was also noted that the patient¿s ipg did not hold a charge after her non device related surgery wherein an electrocautery was used. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket site will be revised. The physician was not sure if what was causing the spasms or pain. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04)

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The physician was unsure if the spasm and pain was device related. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had an increased pain on her lower back and was having muscle spasms in her low back left side. It was also noted that the patient¿s ipg did not hold a charge after her non device related surgery wherein an electrocautery was used. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket site will be revised. The physician was not sure if what was causing the spasms or pain. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had an increased pain on her lower back and was having muscle spasms in her low back left side. It was also noted that the patient's ipg did not hold a charge after her non device related surgery wherein an electrocautery was used. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket site will be revised. The physician was not sure if what was causing the spasms or pain. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual 90970880-04).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead,50cm.

Event description:
A report was received that the patient had an increased pain on her lower back and was having muscle spasms in her low back left side. It was also noted that the patient¿s ipg did not hold a charge after her non device related surgery wherein an electrocautery was used. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket site will be revised. The physician does not know what was causing the muscle spasms or increased pain. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04)